Manufacturer narrative:
This report was initially submitted following notification from a customer in luxembourg regarding a misidentification of candida nivariensis as candida thermofila when testing a survey strain with vitek® ms instrument (reference (B)(4), serial number (B)(6)). Raw data was requested by biomerieux global customer service (gcs), however, local customer service (lcs) stated no data would be provided by the customer. Conclusion on the fine tuning: no data was provided by the customer. The vitek ms instrument system history was reviewed. The last fine tuning made before the identification issue was done on 21-mar-2018 (reference case (B)(4)). The analysis of the fine tuning analyzer report indicated it was not conforming. Conclusion on spot preparation quality: it is not possible to conclude on the spot preparation quality since no data was provided. Conclusion on the identification: the expected identification was candida nivariensis. Candida nivariensis is included in the vitek ms kb v3.2 in use at the customer site since 11-apr-2019. The customer retested the sample on 11-mar-2020 and obtained the expected identification result of candida nivariensis.

Event description:
A customer from (B)(6) notified biomerieux of a misidentification of candida nivariensis as candida thermofila when testing a survey strain with vitek® ms instrument (reference 410895, serial number (B)(4)). Vitek ms identified the isolate (cqe french ctcb mycology sample (B)(6) from 2018) as candida thermofila. The expected identification of this strain is candida nivariensis. This event occurred in (B)(6) 2018. The customer notified biomerieux of the issue on 12-mar-2020. A biomerieux field application specialist (fas) confirmed that the customer's vitek ms database was version (B)(4) at the time of this event. This version did not identify candida nivariensis. This organism can be identified with the vitek ms database version (B)(4) that was installed on the customer's system in (B)(6) 2019. As the isolate was a survey sample, there was no patient directly associated with the testing. Therefore, there was no adverse impact to any patient's state of health as a result of the testing. A biomerieux internal investigation has been initiated.